Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn1360 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that there was no pressure reduction sleeve found in the opened catheter package when preparing for opening the connector and the pressure reduction sleeve, while the package of the accessories was intact. On (B)(6) 2017 - facility confirmed that it was the blue sleeve inside the loose connector piece that was missing.